Event description:
A study on " pump breakdown or malfunctions in a large cohort of italian children and adolescents with type 1 diabetes using insulin pump therapy" by rabbone I., minuto n., scaramuzza a., bonfanti r., schiaffini r., toni s., iafusco d., lombardo f., pistorio a., pistorio a. From diabetes technology and therapeutics 2015 17 suppl. 1 (a9-a10) focused on insulin pump replacement in children and adolescents with type 1 diabetes using insulin pump therapy. Insulin pump replacements in medtronic paradigm veo insulin pumps were one of the focuses of the study. From data collected starting on (B)(4) 2013, it was found insulin pumps were replaced in 24.2% of patients. The data also revealed 53.8% of insulin pump replacements were from breakdown and malfunctions, 20.2% were from accidental damage by users and 26% were from 'physiologic' replacements after warranty ended. The study also showed medtronic paradigm veo insulin pumps were most replaced in 25.1% of patients.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.